Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the volume discrepancy was the catheter needed to be revised.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine 2.5 mg/day and dilaudid 15 mg/day (unknown concentration) via an implantable pump. Indication for use was spinal pain. The date of the event was approximately (B)(6) 2018. It was reported the patient had diarrhea and lost (B)(6) which caused the pump to shift. The pump was ¿just flopping around¿. The patient went in for a refill and the healthcare provider (hcp) noticed a volume discrepancy. The catheter was replaced because it was kinked in two places no further complications were reported.

Event description:
Additional information was received from the consumer. The consumer reported on (B)(6), 2018 at a refill appointment the patient had too much medication in their pump. On (B)(6), 2018 the healthcare provider (hcp) did a dye test and scan. The consumer reported during the dye study they could not remember if the hcp saw anything. On (B)(6), 2019 they thought the kink was going to straighten out and it did not. The patient still had too much drug in the pump at this time. Surgery was performed on (B)(6), 2019 the hcp saw that the catheter was all kinked up in scar tissue behind the pump. Only the catheter was replaced at this time ((B)(6), 2019). It was reported the patient has not had issues since, however, the patient has had liver issues. It was unknown if the patient had a virus or the liver issues were related to the pump. It was indicated the patient had diarrhea.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot/ serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type catheter. Patient code c76143 is no longer applicable for this event. Evaluation code method 4114 is no longer applicable for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). On 12/19/2018 the expected volume was 5 ml; the actual volume was 15 ml. No symptoms were documented related to the catheter kink and volume discrepancy. The cause of the catheter kink was unknown. Regarding the pump moving around the patient was referred to neurosurgery for revision. The catheter was revised and replaced. The patient weight was (B)(6). The current status of the catheter was unknown.